Event description:
Om march, 1994 a surgical procedure involving a hamstring lengthening was being performed in which trhe surgeon requested a nerve stimulator to identify a possible nerve. The scrub nurse tested the stimulator light and it worked. The surgeon was given the stimulator he checked the indicator light and it worked. The surgeon then inserted the ground needle into the pt and aprobed what was thought to be a nerve. The light activated, but a response from the pt was not evident. The surgeon again followed the same procedure and again the indicator light came on and again no response occurred. At this time the surgeon cut the structure (40%). The surgeon then noted the structure appeared to be a nerve. He then tested the structure with a cautery knife and this time got a nerve response. A second stimulator was requested by the surgeon. The nerve was tested by the second stimulator. The indicator light came on and a slight response occurred. The surgeon then tested the first nerve stimulator again. The indicator light came on but no response occurred. The nerve was repaired.